Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot lot 297790) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Event description:
The nurse complained of discrepant inr results for 1 patient from a coaguchek xs. The meter serial number was asked for but not provided. The result from the meter was 4.5 inr and the result from the physician's meter serial number (B)(4) was 3.4 inr. The result from the physician's meter serial number (B)(4) and test strip lot 30497311 was 3.4 inr. The results from the physician's meters were from the same finger and fingerstick. There was no allegation of an adverse event. The results from the physician's meter were believed to be correct. The patient's coumadin dose was changed based on the physician's meter result. The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The qc was acceptable. The suspect product was requested to be returned for investigation. The patient's therapeutic range was 2.0 - 3.0 inr. Retention test strips (lot 297790) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.